Event description:
During a routine angioplasty, a vessel dissection occurred at the distal end of the lesion after the deployment of the stent. The dissection was not treated. Due to the dissection, there was slow flow. An iabp was inserted and was removed the next day. The patient was taken electively to the cardiac cath lab, where angiography revealed a lesion in the obtuse marginal branch. The lesion was non-calcified eccentric, diffused and had 75% stenosis. A bolus of 5000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The lesion was predilated with a 2.5 x 15mm balloon to an inflation pressure of 20 atms. A 2.5 x 23mm cypher stent was deployed to 12 atms for 31-60 seconds. The stent was not post-dilated. Per the physician there was no relation between the implanted cypher and the dissection.